Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the device's lcd screen was found to be damaged unable to be viewed. The device's system board was replaced to address the issue.